Event description:
Initially the mother called to report no delivery alarms. It was then stated that the customer was hospitalized for diabetic ketoacidosis. The customer tried a different vial of insulin but that did not resolve the issue. Troubleshooting was performed and the insulin pump passed the prime test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.